Event description:
It was reported that during implant the right ventricular lead had high impedance measurements. It was noted the thresholds and r-wave measurements were acceptable, but the impedance measurements were greater than 1700 ohms in multiple spots. It was also indicated that the physician was concerned with a kink at the distal tip of the lead. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the tip was bent. It was noted that the lead appeared damaged at implant.